Event description:
It was reported that (3) devices were used during a radical prostatectomy. It was reported by the rep that the surgeon fired the rpfxb the first time and it worked fine, but on the 2nd and third attempts to fire, the firing handle (marked #2) would not close. The surgeon completed the procedure using a previous method of hand typing. There was no further consequence to the pt.